Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The stimulation could not be reproduced in-office. The lead was reprogrammed to resolve the stimulation and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, lead, implanted (B)(6) 2014; 693565, lead, implanted (B)(6) 2014. (B)(4).